Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the patient was feeling symptomatic when exercising. Upon interrogation, the pulse generator exhibited inappropriate rate response. The device was reprogrammed. No further information could be obtained.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2016. There were no adverse consequences and the patient was discharged from the hospital.

Manufacturer narrative:
Analysis was normal, no anomaly was found.